Event description:
(B)(4). It was reported that as a result of having the product implanted, the pt has worsening pain, trouble walking, bleeding, dyspareunia, cramping, worsening pain in her hips, trouble standing or sitting for long periods of time and may undergo additional surgery.

Manufacturer narrative:
The original report was received via medwatch report #(B)(4). Upon receipt of additional information in the form of medical records, it was discovered that an additional device had been implanted, therefore, a separate report is being filed. The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4).